Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was reported that the electrosurgical generator had an e433 error message. The event was found during preparation for use. The procedure performed was therapeutic. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: h3, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error occurred due to an issue with the printed circuit board/generator board. Olympus will continue to monitor field performance for this device.